Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and noticed that the master tool manipulator (mtm2) would go down following the insertion axis. The fse then replaced the master tool manipulator (mtm2). The system was verified and ready for use. Isi received the mtm to perform failure analysis. The mtm was analyzed and upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the lever mag side replicating the reported event. The mtm2 was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the lever mag side. Once testing was completed, the lever mag side were aba tested and was verified to be the source of the fault. The probable root cause is attributed to a broken lever magnet on the mtm.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to technical service engineer (tse) that the monopolar curved scissors (mcs) instrument had tip movement which was observed intermittently after instrument installation on patient side manipulator (psm) 2. There was no further issue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. Yes, the issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. Yes, the instrument did move in the unintended direction. No, there was no patient injury or harm.